Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was blank during fill 1. The patient¿s nurse was also present at the time of the call. The reported issue was an out-of-box failure as the patient said this was their first time using the cycler. They tried rebooting the cycler, pressed the ok and stop keys, and touched the screen, but the screen remained blank. Although the ok and stop keys lit up and made sound when pressed, the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and they were issued a replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd)/manual supplies and were trained to perform pd therapy without the cycler. The patient said they would use capd supplies to complete pd therapy manually. Upon follow-up with a patient contact, it was confirmed the patient was able to complete their pd treatment manually. It was also confirmed the patient did not experience any adverse effects or require medical intervention. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. A damaged reservoir tank was also found. The cycler underwent and passed a voltage verification check. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed, and evidence of dried fluid was identified under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.